Event description:
It was reported that solis vip ambulatory infusion pump alarmed battery drained prematurely'. No patient or clinician injury.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Additional information received on 14-feb-2022: issue happened during regular annual maintenance, no patient was involved.

Event description:
It was reported that (B)(6) infusion pump alarmed battery drained prematurely'. No patient or clinician injury.